Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperable" code was found in the ventilator's downloaded error log. The manufacturer's service technician evaluated and determined the flow sensor had failed on the device. There was no mention of a part replaced and/or repairs made to the device for this issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician determined the printed circuit assembly (pca) board, system pca had failed, there was dirt contamination on the muffler and filter on this device. There was no mention of a part replaced and/or repairs made to the device for this issue.